Event description:
The customer reported that the sys lost ability to perform fluoroscopy when the c-arm was moved from a/p to lateral position. This happened during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the high voltage cable assembly, reassembled the ops and replaced the handswitch. The sys was tested and found to be working as intended and put back in svc.